Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the cannula broke off of the adhesive and that the tubing had come loose. The patients father examined the tubing and found that the cannula connector was still attached to transfer set connector, but that the cannula connector had fallen off. No adverse event was reported. The lot number was not provided. The infusion set was requested to be returned for product evaluation.